Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the returned fiber identified the glass cap was detached and the total internal reflection (tir) surface is misaligned with the output window, indicating a glue failure. The analysis identified severe detritus adhesion on the metal cap which is indicative of prolonged tissue contact. It is probable that the tissue adhesion contributed to elevated temperatures at the laser beam output window leading to the glass tip detachment. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperature can lead to fiber damage, including glass cap detachment. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified that the fiber tip was detached.